Event description:
Burn patient required intubation. Burn md intubated patient and used a nellcor easy cap ii co2 detector to determine if tube was properly inserted and patient was correctly intubated. Co2 detector did not change color to indicate proper ventilation of pt. Md retracted the tube, thinking the tube was incorrectly placed and then reapplied the co2 detector again to check for proper ventilation. Again, the detector did not change colors as it should. Md tried once more with the same result, no change in detector color. At this point the md asked for and used another co2 detector which quickly changed color to indicate proper ventilation of the patient. After the third intubation and patient was secured, md questioned if the co2 detector was defective. Md felt the multiple intubations (3) did cause some additional swelling to patient's airway. Patient remained intubated in unit recovering from her severe burns.